Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap, 10 units. A random disconnection between the amber tubing and the 'trocar base' was reported by the outpatient chemotherapy department during infusion of an unspecified chemotherapy drug. The bag was emptied on the patient in the treatment room. The neighboring cancer center assisted using the reference 011-h2771. Massive leakage/chemical contamination of cytotoxic agents was reported onto patients, patient boxes and into the service (gallows, floor and chairs). There was patient and caregiver concern, financial impact for treatments that had to be remanufactured, therapeutic impact for patients whose detachment occurred during perfusion, medical request to stop the offending treatment (also uncertainty about the effective dose received); high stress factor. Three chemoprotect kits were used for major cleaning of contaminated areas. No other clinical consequences were reported. This reflects the fifth of ten occurrences.

Manufacturer narrative:
Despite multiple attempts to obtain the actual used device for investigation, it was not returned by the customer. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint.